Event description:
It was reported that the user attended a buffet, announced a meal on the ilet, ate more than expected, experienced hyperglycemia to 340 mg/dl, and administered an external subcutaneous insulin injection without disconnecting from the ilet. Glucose was subsequently corrected by the ilet and the manual injection. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact and no need for assistance or medical intervention. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.